Event description:
End user mother is stating that front right caster is broken. End user was being pushed and slipped into a man hole that was not leveled, when being pushed out the force cracked the spokes.